Manufacturer narrative:
Concomitant medical products: 6944-65 lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
During a routine generator change, it was noted that the right ventricular (rv) lead experienced high threshold over time, therefore the pace/sense portion was abandoned and an old pacemaker lead was reactivated. In the next follow up, the patient alert was triggered for the reactivated lead for elevated sensing integrity counter (sic) and intermittent noise myopotentials from the pectoral muscle. The lead sensing was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Explanation for other: save to disk clinical data review was determined to be not required because the data related to the product performance is not within the attached save to disk. If information is provided in the future, a supplemental report will be issued.